Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during use while performing a flow check and had to change it "up to 3 times". The consumer wiped the pen tip down with alcohol before use, and used "humalog or lantus" with the needle. Lot #'s 9029775 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "finding needle to clog during the flow check. Changes the needle on her pen, either humalog or lantus and it works. Sometimes needs to change the needle up to 3 times to get one to work. Consumer does not reuse pen needles. Wipes pen tip down with alcohol before use. Prior box found needles clog during flow check also."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029775, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during use while performing a flow check and had to change it "up to 3 times". The consumer wiped the pen tip down with alcohol before use, and used "humalog or lantus" with the needle. Lot #'s 9029775 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "finding needle to clog during the flow check. Changes the needle on her pen, either humalog or lantus and it works. Sometimes needs to change the needle up to 3 times to get one to work. Consumer does not reuse pen needles. Wipes pen tip down with alcohol before use. Prior box found needles clog during flow check also."